Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -12.50/2.5/007 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2024. The patient experienced lens rotation not associated to a low vault. On (B)(6) 2024 the lens was repositioned but that did not resolve the problem. On (B)(6) 2024 the lens was exchanged with the same model, length lens; vertically implanted and the problem was resolved. The reporter indicated the cause of the event is unknown.

Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic deformed. Dimensional inspection found the lens to be within specifications. Corrected data: "h11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation." Should be added. Claim# (B)(4).